Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed the test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer does not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.